Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and found chips on rubber, broken wire strands, and scratches on boots. The bending rubber leak from hole was noted to be due to mishandling or physical damage. No patient involvement reported.

Event description:
It was reported that there was a air/water leak in the distal end of the device. Cut portion of braids strands were reported to protrude from inside the device.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer's investigation and device history record (DHR) review. Updates section d10. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. Based on the results of the device evaluation, the legal manufacturer attributes the likely cause to user handling.

Manufacturer narrative:
This supplemental report is being submitted to correct the aware date of the initial MDR that was submitted on (B)(6) 2020 from (B)(6) 2020 to (B)(6) 2020.